Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate shocks due to noise. Increased capture threshold and decreased r-wave amplitude were also observed. Programming changes were made, but the lead was explanted shortly after. The patient was in good condition post-procedure.